Manufacturer narrative:
D4: UDI-((B)(4) date of event provided in section b3 is an approximation, was not provided by consumer. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.b3-date of event updated b5- describe event or problem h3 other text : device discarded; single-use device.

Event description:
The customer reported nine (9) false positive results with the binaxnow covid-19 ag card kit occurring in the month of (B)(6)2023 performed on nine (9) patients. This MFR. Report addresses result two (2) of nine (9). Repeat testing was performed with a different lot of binaxnow covid-19 ag card kit and generated a negative result. Confirmation testing was not performed. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Event description:
The customer reported nine (9) false positive results with the binaxnow covid-19 ag card kit occurring in the month of(B)(6)2024 performed on nine (9) patients. This MFR. Report addresses result two (2) of nine (9). Repeat testing was performed with binaxnow covid-19 ag card kit and generated a negative result. Confirmation testing was not performed.the customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
D4: UDI-((B)(4). Date of event provided in section b3 is an approximation, was not provided by consumer. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : device discarded; single-use device.

Manufacturer narrative:
D4: UDI- (B)(4). Date of event provided in section b3 is an approximation, was not provided by consumer. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 229039x with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lot 229039x, test base part number 195-430h / lot 225032r. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 229039x showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however it could have possibly been related to patient sample.

Event description:
The customer reported nine (9) false positive results with the binaxnow covid-19 ag card kit occurring in the month of (B)(6) 2023 performed on nine (9) patients. This MFR. Report addresses result two (2) of nine (9). Repeat testing was performed with a different lot of binaxnow covid-19 ag card kit and generated a negative result. Confirmation testing was not performed. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.